Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, the patient was being treated for a bleeding peptic ulcer located in the stomach. During the procedure, the clip was placed on the target site however, the clip would not release from the catheter. It was reported that when the physician "jiggled" the clip off the site a small amount of tissue came off with the clip and the clip fell into the patient. The clip was not retrieved. The case was completed with another resolution clip device. The account was not able to report if any additional patient bleeding resulted from this issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.